Event description:
It was discovered during evaluation that a pump experienced upstream occlusion alarms. It was also reported that there was no pt incident or adverse event.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of rite testing data found "constant upstream occlusion". Evaluation found the lower reading on the ultrasonic sensor to be 554 with a fluid filled tube and should be greater than or equal to 2700, caused by a failed upstream sensor. With low ultrasonic readings, it would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.